Event description:
Notified by j. C. That a patient with a fusion nail has loosening of the implant. Implanted on (B)(6) 2023. Currently, no event date known. Possible revision with a custom device. Updated 2024-10-07: event date added, as 2024-10-03, when representative received a call from dr. I.; confirmation that the femoral stem is loose in the proximal femur - product name and product combined with sections update; no other information is currently available for the patient except for the dr. Stating that the patient is obese. Waiting response on availability op report.[customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report. The complaint is closed.

Event description:
Notified by (B)(6). That a patient with a fusion nail has loosening of the implant. Implated on (B)(6) 2023. Currently, no event date known. Possible revision with a custom device. Updated 2024-10-07: event date added, as 2024-10-03, when representative received a call from dr. (B)(6); confirmation that the femoral stem is loose in the proximal femur - product name and product combined with sections update; no other information is currently available for the patient except for the dr. Stating that the patient is obese. Waiting response on availability op report. [Customer]